Event description:
It was reported patient underwent an initial left knee surgery. Approximately 1.3 years post-implantation the patient underwent a revision due to a broken articular surface. The patient did not report a precipitating event such as a fall, stating the issue occurred spontaneously. The patient experienced pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.